Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that there were motor position encoder errors in the past. The customer was advised to disconnect from the pump. The customer declined to troubleshoot for motor error. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms were noted. The pump was received with a bleeding lcd glass. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window. The pump had a faded or missing end cap sticker and serial number label.